Event description:
Reportedly, valve remains implanted. After implant, off pump and at discharge saw 2+mitral regurgitation. No further information available.

Manufacturer narrative:
Device not returned.